Manufacturer narrative:
Liquid leak testing revealed the catheter was leaking at the lumen to hub juncture- no hole was visible. The hole in lumen to hub junction is only visible under 30x magnification once stretched and elongated. Because the lumen has to be stretched to examine the point of failure it is difficulty to draw an accurate conclusion. Failures of this type can be caused by aggressively pulling the catheter beyond the bond strength between lumen and catheter hub. No manufacturing defects were found.

Event description:
Right upper extremity PICC placed above antecubital fossa in right brachial vein. Catheter secured with statlock. Bedside rn noted leakage at junction of catheter/securement wings.